Manufacturer narrative:
(B)(4). Batch # n56v0x. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 2/3 and with the reload lock out spring damaged. In addition another 6r45b cartridge was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Cartridge b: 6r45b, n5681e, partially fired 1/10, with lockout damaged.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reload tr45w, lot # n4lr3h, expiration date: 05/31/2021, certification date: (B)(6) 2016. Reload 6r45b, lot # n4m125, expiration date: 08/31/2021, certification date: (B)(6) 2016. Additional information was requested and the following was obtained: can you please confirm, when the second reload "also got blocked in the middle of the stapling", if the staple line and cut line were equal in length (partial fire)? Or did the device lock-out ( no staples deployed and no cut line started)? Response received: what was reported is that the second recharge came to firing cut off the tissue and crashed without firing all clips.

Event description:
It was reported that during an appendectomy, the stapler caught with a charge. The blocked reload was replaced, but in the middle of the stapling, this second reload also got blocked. Case completed with same like product.